Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history record could not be completed as no lot number was received. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported 2 unspecified bd syringes were damaged or defective, and 1 had scale marking issues. The following information was provided by the initial reporter: ...an anesthesiologist (dr. ) mentioned that he had opened a plasti-pak 30cc syringe earlier in the day that had a broken plunger. He also mentioned more generally that he sees plungers with divots (so that they don't fully seal the barrel) every couple of months, and that he has also seen syringe marking misprints."